Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) patient underwent tevar to treat thoracic descending aortic aneurysm. The patient previously treated by evar and placed the stent graft in abdominal lesion (endurant ii/medtronic). However, since vessel inner lumen was enough as access route, the physician chose by left fa approach to perform the procedure. The patient anatomical forms were suitable for the procedure. Zteg-2p-36-202-pf ((B)(4)) was placed on distal side of the lesion first, then, zteg-2p-42-216-pf ((B)(4)) was placed on proximal side. After ballooning was performed with gore/tri-lobe, the physician determined there was no leak flow into aneurysm by angiography, therefore, the procedure completed. After closed the incision, the physician tried to induce wakefulness to the patient, however, the patient did not awake easily. It took one hour longer than usual average time to awake. After that, the patient's condition was recovered and transfer to the recovery room. Then, wait- and- see approach was taken. MRI was performed at day 5 post operation, and it was suspected cerebral infarction at left basal ganglia / left frontal lobe. Physician determined there was no causal relation between cerebral infarction and used tx2 device. Because, if the air at the brachiocephalic artery flow to brain creates right cerebral infarction. Patient outcome: poor recovery from general anesthesia, and transient symptom of cerebral infarction the patient condition was recovered.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: based on the provided information it was possible to confirm the existence of the reported air bubble. Air bubble is seen at the origin of the innominate artery on the final angiogram image, and not seen prior to this. This could have been introduced from the device delivery sheath or from the pigtail catheter, which is positioned in the proximal arch during the final contrast injection. Contrast syringes have also the ability to deliver air into the blood. The source of the air bubble cannot be determined from the images provided. However; if the air bubble seen has been released by the zenith device, inadequate device flushing prior to use can be the likely cause. It is speculated in the report that the cerebral infarction could be the result of an air embolus, and this is possible if air was also introduced into the lcca. Though no air is seen in this area on the angiogram, it is possible that it immediately embolized distally following contrast injection. The cerebral infarction is not definitively reported to be from an embolus. If the cerebral infarction is due to embolism, however, it is more likely to be from clot or atheroma/calcification in the aortic arch. This is a known complication of any procedure with catheter or wire manipulation in the aortic arch. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.